Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the balloon on the vasoview 7 xb was completely busted in the package and did not inflate. A replacement device was used to complete the procedure.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).